Event description:
It was reported that occlusion alarms occurred. System check was being performed by tandem technical support (cts), however, the customer declined to complete the check. Customer cleared the alarm and reported that the pump supplies would be changed. Reportedly, the customer re-used the cartridge. Tandem technical support (cts) informed customer that re-using the cartridge is off label per the tandem user guide. Customer¿s blood glucose level was 338 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem user guide: do not reuse cartridges. Reuse of cartridges may result in over delivery or under delivery of insulin. This can cause hypoglycemia (low bg) or hyperglycemia (high bg) events.